Manufacturer narrative:
Lot/serial# (B)(4): UDI (B)(4). Initial reporter: -(B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak, aneurysm expansion, infection (e.g., access sites), surgical conversion, and reoperation. (B)(4).

Event description:
The following information was presented on the conference ¿ "the 12th japan endovascular symposium" on august 23, 2017. "Title in english" (presenter et al.) On (B)(6) in 2015, the patient underwent treatment of a 64 mm thoracic aneurysm which located in the arch aorta with conformable gore tag® thoracic endoprostheses (tgu404020j/13210326). Rsca (right subclavian artery) ¿ lcga (left common carotid artery) - lsca (left subclavian artery) bypass was performed at the same time. On (B)(6) 2015, the patient underwent treatment of an abdominal aneurysm with gore excluder® aaa endoprostheses. (The details are unknown.) On unknown date, a computed tomography scan showed enlargement of the thoracic aneurysm (amount unknown). On (B)(6) 2016, a computed tomography scan identified a suspected proximal type I endoleak. The physician decided to treat the endoleak and planned an additional tevar. (It was not reported the additional tevar was performed.) On (B)(6) 2016, the patient presented asitia and left back pain. A computed tomography scan revealed that the thoracic aneurysm diameter was enlarged up to 90 mm. There was also hematoma around the ascending thoracic aorta indicating a rupture of the thoracic aneurysm. On the same day, the patient was emergently treated with an open surgery. The thoracic aorta was opened and the proximal portion of the tgu404020j was cut and removed. The distal portion of the device was left in the patient. A 28 mm surgical graft (gelweave, terumo) was surgically implanted. After the procedure, it was reported there was difficulties to control the patient due to atrial fibrillation and higher brain dysfunction. On (B)(6) 2016, the patient showed incision infection. Incision drainage and negative pressure wound therapy (v.a.c. Therapy) was performed. Vancomycin was administered. On (B)(6) 2017, the patient was transferred to another hospital.